Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected field: a3 (sex). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿an incision was made over the hernia through skin. The hernia sac was dissected out. A large ventralex st mesh (device 1) was placed into the defect and secure it with sutures.¿ on (B)(6) 2016 ¿ patient was diagnosed with recurrent ventral incisional hernia, adhesion, thereby underwent laparoscopic repair with explant of ventralex st mesh (device 1) and implant of ventralight st w/ echo mesh (device 2). Per operative notes, ¿an incision was made into the preperitoneal space. The hernia sac was dissected out. All adhesions were taken down. Previously placed ventralex st mesh (device 1) was carefully freed and excised entirely. A ventralight st w/ echo mesh (device 2) was placed into the defect and closed with sutures.¿ on (B)(6) 2017 - patient was diagnosed with large recurrent ventral hernia, adhesion, scar tissue, thereby underwent laparoscopic repair with explant of ventralight st w/ echo mesh (device 2) and implant of bard soft mesh (device 3). Per operative notes, ¿an incision was made along the midline following previous scar through the entire length of the hernia. The hernia sac was dissected out. Previously placed ventralight st w/ echo mesh (device 2) was excised. There was dense amount of adhesions which was taken down. A bard soft mesh (device 3) was placed into the preperitoneal space and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."